Manufacturer narrative:
Concomitant medical products: ddpa2d1 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post device replacement, the right ventricular (rv) lead had high thresholds. The ICD and lead remain in use. No patient complications have been reported as a result of this event.